Event description:
It was reported the replace generator soon message was displayed on the patient controller indicating the generator was approaching its end of service. Diagnostics indicated the message was prematurely displayed.